Event description:
The facility reported a colleague infusion pump experienced failure code 808:02. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The channel a pumphead module was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.